Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an inaccurate fill estimate was received resulting in a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. There was no reported impact to the customer's blood glucose level. Customer was unable to load a new cartridge so pump is being replaced. Customer reverted to an alternate form of insulin therapy.